Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. It was noted prior to the start of the procedure that there was a trivial effusion present in the patient located posterior to the left ventricle. The procedure was completed with no complications or issues. The closure device was successfully implanted in the laa of the patient. Post procedure an effusion sweep of the patient showed no concerns. One hour post procedure the patient had a drop in blood pressure. An echocardiogram was performed that showed an increase in size of the pericardial effusion. The physician performed a pericardial tap to help treat the patient and removed 200cc of fluid. The patient was brought to the intensive care unit with the drain left in place. Two hours later the patient was still having issues with blood pressure and showing signs of distress. At this time the patient went into cardiac surgery. A sternotomy was performed to find the source of the issue, but no clear site of injury was found. The patient recovered on their own and the effusion was resolved. The closure device still remains implanted in the patient. Four days post procedure the patient was doing fine and was discharged home from the hospital.